Event description:
A physician successfully positioned and deployed an xact stent into the left common carotid artery. On the day of the procedure, the pt had a low hematocrit and was transfused with one unit of packed red blood cells. The pt experienced intermittent confusion, but was easily oriented. There were no neurological deficits reported. This resolved within three days and the pt was discharged home.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.